Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a df-4 lead into the header of this device resulting in device connection issues. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited high out of range pacing and shock impedance measurements, high capture threshold, oversensing and noise on the right ventricular (rv) channel. Chest x-ray was performed and confirmed device connection issues. Subsequently, the patient underwent a revision procedure to reconnect the device and lead. The lead was then tested with the pacing system analyzer (psa) and all measurements were stable and within normal limits. The device and lead were successfully reconnected with good measurements. No additional adverse patient effects were reported.